Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that during the activation process it was difficult to inserted the cannula into the patient's skin indicating a needle mechanism failure. The pod was worn for less than an hour on the abdomen and that there was bleeding noted at the site.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 844 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. Blood was observed on the adhesive pad. No evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.